Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 86 mg/dl. Upon troubleshooting, it was found that insulin did exit the tubing during a fixed prime. Advised to change the entire infusion set; the customer stated that the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.